Manufacturer narrative:
(B)(4).

Event description:
Received info that while recharging the ins for a future implant procedure the MFR's rep noted a power on reset mode appeared on the recharger screen. The ins was able to be recharged to 100% and upon interrogation displayed the error code 0x0. Rep was able to clear the por and appears to have normal function restored. The device was re-interrogated and no further codes or messages were seen.